Event description:
Rn went to chair side to check on pt. She noted that the dialysis machine was off. The power off alarm was not on. No audible alarms were on. Dialysis was discontinued because blood was separated. Blood was recirculated for approx 8 mins. When rn went to reconnect pt's subclavian access, the arterial port of the subclavian was clotted. Dr was notified and pt was sent to hosp for urokinase procedure in ER. Power 110 plug was checked and ok at 118 volts ac. Machine power off alarm was checked and ok. The dialysis machine had turned itself off with the pt on the machine and gave no alarms.